Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The vector was reprogrammed from alternate to primary. The following day another inappropriate shock was delivered in the primary vector. An x-ray was performed however did not reveal any anomalies. Extensive troubleshooting in clinic was unable to reproduce noise in any vector. Therapy was then programmed off. Further evaluation of the patient found their ejection fraction had improved. The system was later explanted and was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The vector was reprogrammed from alternate to primary. The following day another inappropriate shock was delivered in the primary vector. An x-ray was performed however did not reveal any anomalies. Extensive troubleshooting in clinic was unable to reproduce noise in any vector. Therapy was then programmed off. Further evaluation of the patient found their ejection fraction had improved. The system was later explanted and was not replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.